Event description:
It was reported that the event occurred while in the ICU (intensive care unit). The md inserted the intra-aortic balloon (iab) through the teflon sheath via left femoral with no issues. Approximately 3 hours later the pump gave a helium loss alert. No blood observed in the helium line, the line was not kinked, no anatomical abnormalities with the patient, patient had sinus rhythm. Approximately 10 beats later the alarm continually repeated. The md reduced volume of the iab, corrected the placement of the iab, exchanged the helium lin and switched out the pump with no success. As a result, the iab and sheath were removed as one unit. However, during removal of the first iab the md needed to cut the iab due to hygienic reasons; removal was without any problems. A new iab was inserted through the same insertion site. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a few minutes delay or interruption in therapy noted. The patient outcome is okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.